Event description:
The customer reported to olympus, during preparation for use, the high-definition lcd monitor had no image. It was noted, a field service engineer (fse) visited the site and confirmed the reported issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the power indicator lit up when power was connected, no image was displayed, and the button was not functioning (the monitor could not start up). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the intended procedure was completed using a similar device. Based on the results of the investigation, it was assumed the event regarding ¿no image displayed¿ had occurred due to the button not functioning. However, the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.